Manufacturer narrative:
Invacare received a 3500a from vitas healthcare stating; the patient had a fire in his studio apartment related to oxygen and a toaster. No further information concerning the incident was provided. Multiple attempts to obtain further information were unsuccessful. (B)(4).

Event description:
The patient had a fire in his studio apartment related to oxygen and a toaster. The patient sustained 3rd degree burns to his feet, toes and the back of his legs. The patient was admitted to the hospital for treatment.